Event description:
It was reported that the customer was hospitalized for high blood glucose levels and ketones. Prior to the hospitalization, the customer changed the infusion set and treated with manual injections, but high blood glucose levels continued. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to be best of our knowledge.